Event description:
It was reported that intermittent occlusion alarms occurred. The customer would change the infusion set and cartridge to address the issue. On (B)(6) 2026 the customer¿s blood glucose (bg) level was over 500 mg/dl. The customer went to the emergency room (ER) and was treated with intravenous fluids of saline to address the elevated bg. At the time of report with tandem technical support, customer was still admitted to the ER and declined further follow-up to obtain a release date. No additional information was provided.